Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that customer was hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2018 with blood glucose of 564 mg/dl. The customer's blood glucose after release from the hospital was 130 mg/dl. Troubleshooting was not done for high blood glucose. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.